Event description:
Related manufacturer reference number: 2017865-2023-16363. It was reported a patient's implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead presented with post-paced t-wave oversensing (pptwos). No changes were reported. The patient status was stable.